Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint against this finished goods lot and the device history review (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that an auto gas fill syringe leaked during a vitrectomy procedure. No pt harm was reported.